Event description:
Device explanted due to failure to interrogate. Device was implanted without prior interrogation and was unable to interrogated with 2 different programmers. The device was explanted on the same day. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device could not be interrogated with a programmer, thus confirming the clinical observation. Inspection of the devices memory contents showed that the device documented many consecutive resets in february 2021. The root cause of these resets could not be established. However, it is plausible to assume that the device was subjected to temperatures colder than the specified minimum of -10c (14f) during storage or transport. Exposure to temperatures outside this range has been shown to result in this type of malfunction.